Event description:
It was reported that the device was not collecting blood after it had been on for about 3 hours. It was replaced with a back-up device. It is unk how much blood was collected because it was such a small amount. There were no adverse consequences reported related to this event. No pre-donated or bagged blood was required.

Manufacturer narrative:
The device will not be returned to the MFR for eval.